Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems: dorsal and peripheral. This report is in reference to the patient's dorsal system. It was reported the patient had not used or recharged the ipg in approximately 2 years due to stimulation at the ipg pocket site (reference MFR. Report#: 306705816-2018-01620). The ipg also reflected a communication error. The ipg was inoperable. As such, the patient underwent surgical intervention on 29 june 2018 wherein the ipg was explanted and replaced with another model.

Event description:
Follow-up information revealed effective therapy resumed postoperatively.